Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area/pelvic pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, endometriosis externa and menometrorrhagia. Concurrent conditions included cervical intraepithelial neoplasia I and chronic cervicitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general) / general, abnormal bleeding"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis / bladder/urinary problems: vaginal infection"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury related to essure"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract disorder ("urinary disorders"), menometrorrhagia ("menometrorrhagia") and endometriosis ("pelvic endometriosis"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, anxiety, depression, abdominal pain, back pain, female sexual dysfunction, migraine, nausea, vaginal discharge, fatigue, urinary tract disorder, menometrorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2007. Insertion details-essure device was introduced with the stent on the left fallopian tube first leaving approximately 2-3 loops of the stent into the uterine cavity. The second procedure was done on the opposite side leaving approximately 1 loops on the uterine cavity on the right side. Plaintiff received treatment for: pelvic pain, abdominal pain, back pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression:1. Post operative changes. 2. Contraceptive stents. 3. No acute process. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: impression: normal pelvis ultrasound with bilateral essure device. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) / general, abnormal bleeding') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included cervical intraepithelial neoplasia I and chronic cervicitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced pelvic pain ("physical pain / pelvic area/pelvic pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis / bladder/urinary problems: vaginal infection"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury related to essure"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and urinary tract disorder ("urinary disorders"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, abdominal pain, back pain, female sexual dysfunction, migraine, nausea, vaginal discharge, fatigue and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2007. Insertion details-essure device was introduced with the stent on the left fallopian tube first leaving. Approximately 2-3 loops of the stent into the uterine cavity. The second procedure was done on the opposite side leaving approximately 1 loops on the uterine cavity on the right side. Plaintiff received treatment for: pelvic pain, abdominal pain, back pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression:1. Post operative changes. 2. Contraceptive stents. 3. No acute process. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: impression: normal pelvis ultrasound with bilateral essure device. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event 'urinary disorders' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area/pelvic pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, endometriosis externa and menometrorrhagia. Concurrent conditions included cervical intraepithelial neoplasia I and chronic cervicitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general) / general, abnormal bleeding"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis / bladder/urinary problems: vaginal infection"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury related to essure"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract disorder ("urinary disorders"), menometrorrhagia ("menometrorrhagia") and endometriosis ("pelvic endometriosis"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, anxiety, depression, abdominal pain, back pain, female sexual dysfunction, migraine, nausea, vaginal discharge, fatigue, urinary tract disorder, menometrorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005 and (B)(6) 2007. Insertion details-essure device was introduced with the stent on the left fallopian tube first leaving approximately 2-3 loops of the stent into the uterine cavity. The second procedure was done on the opposite side leaving approximately 1 loops on the uterine cavity on the right side plaintiff received treatment for: pelvic pain, abdominal pain, back pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression:1. Post operative changes. 2. Contraceptive stents. 3. No acute process. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: impression: normal pelvis ultrasound with bilateral essure device. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: mr received. Case is upgraded to serious incident. Action taken with drug updated. Essure removal details, medical history and patient's aka name was added. Events menometrorrhagia and pelvic endometriosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) / general, abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included cervical intraepithelial neoplasia I and chronic cervicitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced pelvic pain ("physical pain / pelvic area/pelvic pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis / bladder/urinary problems: vaginal infection"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury related to essure"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, abdominal pain, back pain, female sexual dysfunction, migraine, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6)2005, (B)(6) 2007. Insertion details-essure device was introduced with the stent on the left fallopian tube first leaving. Approximately 2-3 loops of the stent into the uterine cavity. The second procedure was done on the opposite side leaving approximately 1 loops on the uterine cavity on the right side. Plaintiff received treatment for: pelvic pain, abdominal pain, back pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression: post operative changes. Contraceptive stents. No acute process. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: impression: normal pelvis ultrasound with bilateral essure device. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event's : apareunia (inability to have sexual intercourse), migraines / headaches, nausea, vaginal discharge, fatigue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.